Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 19.9 mm in diameter, 10.6 mm long. It was reported that the physician implanted the stent graft. The distance from the lowest renal artery to the aortic bifurcation was 90 mm, so a 124 mm bifurcate was implanted, with a 82 mm limb extension on the ipsilateral side. The diameter of the distal aorta was 20 mm, moderately calcified, and the overlap of the main body and ipsilateral limb compressed the contralateral limb, causing an occlusion. The physician stated that all looked good on the final angio, but could have prevented the issue with adjunctive stenting of the contralateral limb with a self-expanding stent. A fem-fem bypass was performed two days post index. No additional clinical sequelae were reported and the patient is fine.